Manufacturer narrative:
Concomitant product ID 39565-65 lot# serial#(B)(6), implanted: (B)(6) 2011 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider clarified that the issue was the patient had no pain relief. The cause was unknown.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39565-65 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6)2011; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had their ins removed due to it malfunctioning. The hcp confirmed that the ins was explanted on (B)(6) 2024 and was unsure if the lead was explanted as well. The hcp read the operative report to tss and based on that, it sounded as though the lead was explanted as well. The hcp was unable to provide further details. No patient symptoms were reported.